Event description:
The pt complained that they weren't feeling well. The suspect device was used to check their blood glucose and result of 255 mg/dl was obtained. They ate breakfast and later passed out. Their glucose upon passing out was 220 mg/dl. Family member drove pt to the hosp and their glucose was checked on a hosp meter and the level aws 26 mg/dl. They were given a syringe of glucose and admitted. Level 1 glucose control was run on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.